Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/4/2025, it was reported by an arthrex subsidiary employee via email that an ar-1927bcft biocomposite corkscrew fractured. During the procedure, standard protocol was followed: after establishing the vision portals, placement of the 5.5 mm implant was initiated. The starter punch was passed and hammered until the first laser line marked ¿ft¿ was reached. Upon placement and two turns of the implant, fracture of the screw was observed. Attempts were made to either complete insertion or retrieve the tip of the screw; however, the fracture prevented further movement in any direction. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 08/13/2025: all screw fragments were retrieved. No documentation was available regarding the case completion details or the part number used. Additionally, there was no information indicating any procedural delay or administration of additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.